Event description:
The day prior to this report, the patient went to the dentist to have a crown removed. It was very painful, so she was given extra pain meds; a shot of 2% lidocaine with epinephrine. The patient¿s arms and legs became very shaky; the patient wanted to know if this was ¿too much medication¿ with her pump. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).